Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture and pain". Device has been explanted.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade iii.

Event description:
Healthcare professional reported "left side rupture and pain". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening, crease fold and stress marks. Based on the device analysis the final assessment is a pattern of crease sharp on radius side of opening shell assessed as fold flaw opening.